Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 92 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No motor error alarm was noted. The motor passed the motor test. The device was received with a minor scratched liquid crystal display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, and a cracked reservoir tube lip.